Event description:
It was reported that the capture threshold had increased. All other measurements were in range. X-ray was inconclusive. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.